Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 10 days (14sep2021 to 24sep2021 per the timestamp). Low voltage hazard coincided with a no external power alarm and activated on 19sep2021 at 04:07 and 05:26 due to rsoc and bus voltage diminishing to ~0v while the device was connected to a mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The heartmate iii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for review captured two series of no external power events on (B)(6) 2021. These were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events and no other unusual events recorded in the log file event history. Additional information requested but not provided.